Event description:
It was reported that the procedure was to treat a narrow and heavily calcified mid left anterior descending artery. A non-abbott balloon catheter could not fully dilate the lesion, so a 2.5 x 12 mm voyager nc was advanced to the lesion; however, the balloon ruptured at 12 atmospheres. At this point the procedure was stopped and the patient was treated with dapt (dual antiplatelet therapy). There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and analyzed. The reported balloon rupture was confirmed on the return as a tear in the outer member and was likely due to an interaction with other devices/tools. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents for balloon rupture reported from this lot. Return analysis does not indicate a product quality deficiency. Based on the information reviewed and the analysis of the return, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.